Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was noted on the implantable cardiac monitor. No additional information was reported. The patient was stable.

Event description:
New information noted that the device was reprogrammed. The patient was stable.